Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a power on reset (por). There was a report that therapy had turned off and reset to shipping parameters. It was reported that the patient was at work when they saw the por. The patient saw an informational por on the implantable neurostimulator recharger but they pushed the green start charge key and it changed to a warning por. No fall/trauma or electromagnetic interference (emi) environmental exposure was reported to be related to the por. It was confirmed by a manufacturer representative that they cleared a parity por. No symptoms were reported. Relevant medical history includes non-malignant pain and radicular pain syndrome (radiculopathies).